Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was determined to have occurred due to the failure of imaging. The cause of the image pickup failure was determined to be due to a collision or drop from a scratched coupler lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned and evaluated. The reported image disturbance was not confirmed; however, scratches were observed on the coupler lens. The investigation is ongoing. A supplemental report will be submitted upon completion

Event description:
The customer reported to olympus that the camera head temporarily produced a distorted image during an unspecified procedure. The proper image subsequently reappeared and the procedure was completed. There were no reports of patient harm associated with this event.